Manufacturer narrative:
Manufacturing site: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the check valve of a clearlink system continu-flo solution set leaked a small amount of intravenous (IV) fluid. This was observed during use. There was no patient injury or medical intervention associated with this event. No additional information is available.